Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose. The customer stated they have had a lot of issues with bent cannulas. The customer's blood glucose was 170mg/dl. Customer stated they had high blood glucose and went to look at the site and the tubing was hanging loose, it came apart. The customer's blood glucose was 400mg/dl. Customer declined troubleshooting due to the tubing issue. She will treat with manual injections.